Event description:
It was reported that a spectrum pump malfunctioned during a vasopressor infusion. The patient was experiencing a drop in their blood pressure (mean arterial pressure was at 40mmhg) during a "vaso" and "levo¿ infusion. The "levo" infusion was titrated up, however, the patient's blood pressure did not increase. "Levo" tubing checked--no kinks, no clamps, stopcocks all in proper position, no disconnections. Drip chamber was examined and noted to have no drops (rate on pump about 30mls/hour) but no gtts over a minute. The bag and sets were changed and the patient responded immediately. The reporter stated during follow up that the pump functioned as intended and alarmed for air in line and upstream occlusion directly prior to the lack of infusion event. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not returned device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.